Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare provider reported "bilateral baker IV capsular contracture, painful breast deformity, deflating right saline implant", and right side "fluid around the implant pocket." Device has been explanted.